Event description:
A discordant low sodium result was generated by the dimension exl 200. The result was released from the laboratory. The sample was repeated and the corrected result was released to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument, the fse determined that the cause of the event is not known. The fse replaced the integrated multi-sensor technology (imt) diluent pump, sample transducer, mono pump, cleaned all ports and changed pump panel. The fse ran sample precision on patient samples with no issue. The instrument is performing within specifications. No further evaluation of the device is required.